Manufacturer narrative:
Follow-up #1: date of submission 10/05/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/13/2016 with the following findings: a review of the pump¿s black box revealed cs 006 defined as eeprom write failure. The cs006 alarm was reproduced during the rewind step. The pump¿s cover was removed, no intermittent condition was found to the printed circuit board. The pump memory test was used to perform and eeprom sweep test, and the results revealed a defective eeprrom component. Unrelated to the original complaint, the battery compartment was observed to be cracked. This report is made under the requirements of the medical device reporting

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. Reportedly, the pump was emitting an unknown call service alarm. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.